Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011, the nurse of a (B)(6) female patient contacted zoll customer support to report that the patient had an open sore that was bleeding on the patient's chest where the lifevest is worn. The patient's nurse stated that she was going to have a wound doctor look at the sore. There was no additional follow-up on the condition of the irritated area.

Manufacturer narrative:
Evaluation: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device a swell as the blue (tm) defibrillation gel.